Manufacturer narrative:
Radiograph was received and confirmed the event. Revision surgery has not occurred. No further investigation can be completed at this time. The root cause of this reported event has not been determined; no conclusion can be drawn. Trend review indicates no adverse trend exists for the fault type. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra."

Event description:
On (B)(6) 2016, a patient underwent a two-level (c5-c6 and c6-c7) acdf with peek implants and integral screws directed cranially and caudally at each implant. Four months postoperative, the patient reported experiencing some pain. Radiographs were performed and noted the cranially directed screw at c5-c6 broke approximately midway along the shank. Revision surgery has not occurred.